Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior nasal cannula was returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that the right tube of the cannula is detached. Glue was observed on the detached tube and the internal surface of the cannula. Conclusion: the damage to the cannula is likely to have been caused by excessive pulling force on the tubing. The customer confirmed that the cannula was used for eight weeks which is longer than the intended us of 7 days. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken and pull tested to check glue joint strength at the cannula/tube joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube. This product is intended to be used for a maximum of 7 days.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the tubing of an opt314 optiflow junior nasal cannula became detached from the cannula end after 8 weeks of use. There was no reported patient consequence.